Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6) with the same event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the primary svn#: (B)(6) and related svn#: (B)(6) with the same event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 359500 (35.95 u) and dailytotalofbolusinsulindelivered = 688000 (68.8 u) which is equal to the dailytotalofallinsulindelivered = 1047500 (104.75 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) with the same event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Low battery alert was found on: (B)(6) 2025 07:40:00.000. Replace battery alert was found on: (B)(6) 2025 17:11:00.000. Insert battery alarm was found on: (B)(6) 2025 17:17:20.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 17:05:00.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. Sensorexpiredalert (794) was found on: (B)(6) 2025 06:44:46.000, (B)(6) 2025 06:54:00.000. Lostsensor1alert (780) was found on: (B)(6) 2025 07:57:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 08:19:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2025 09:15:00.000, (B)(6) 2025 09:25:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.14 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a overlay scratched. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported insulin flow block alarm. Blood glucose value at the time of event was 466 mg/dl. The customer experienced sickness during the event. The customer was treated with insulin pen in the hospital. The event involved product(s) mmt-1886. Troubleshooting was performed for high blood glucose event. The customer was advised to consider changing insulin, reservoir and infusion set. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer had not experienced diabetic ketoacidosis and was treated in emergency medical service.